Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen bezel separated, and the customer temporarily secured the device with tape; blood glucose was reported as 103 mg/dl at the time of contact, and the customer had backup therapy available. Symptoms included no adverse clinical effects. Outcomes included replacement supplies provided and user education on shutdown, data sync, and re-start procedures. Investigation included troubleshooting with the user and review of device use, including guidance to access setup notifications in the app. Investigation of this device revealed a hardware enclosure issue consistent with screen bezel separation, with no malfunction of glucose control reported. It was concluded, based on previously established findings for similar reports, that the cause was a product mechanical integrity issue.